Event description:
It was reported that pt underwent primary knee procedure in (B)(6) 2010. Pt underwent revision surgery on (B)(6) 2010, due to infection. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Exact date unk. (B)(4)